Manufacturer narrative:
Return requested. Replacement monitor shipped to site 04/21/2016. A medtronic representative replaced the monitor, power supply, and cables, and performed a navigation system check-out on 04/26/2016. All areas passed, and representative was unable to replicate the reported malfunction. No screen related problems were observed. System performed as intended. No further issues have been reported. No part was received by manufacturer for analysis.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), while registering the patient, the screen on the navigation system went blank for 10 seconds and then came back. The surgeon completed the procedure with the use of the navigation system. There was a delay of less than 1 hour due to this issue. There was no impact on patient outcome.